Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 28-jan-2026, arthrex was notified via email of a case study published in 2020 by the knee surgical sports traumatol arthroscopy titled ¿arthroscopic ankle lateral ligament repair with biological augmentation gives excellent results in case of chronic ankle instability¿. The study reviewed fifty-five (55) patients who underwent foot and ankle procedures using arthrex fibertak devices. Two (2) patients were documented to have had ankle instability resulting in one (1) patient experiencing complex regional pain syndrome during the twenty-eight (28) month follow-up period. Ref: cordier, g., et al. (2020). "Arthroscopic ankle lateral ligament repair with biological augmentation gives excellent results in case of chronic ankle instability." Knee surg sports traumatol arthrosc 28(1): 108-115.